Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented in-clinic for follow up there was no connection with the remote merlin@home transmitter. No rf telemetry was available in clinic, but was able to interrogate the device using wand telemetry. Session record was reviewed for analysis and confirmed an ¿rf internal error¿ was present and ¿device is not rf capable (no rf hybrid in device)". A device download was performed and rf telemetry was available after the download. Patient will be monitored with routine follow up.